Event description:
It was reported that during a paroxysmal afib procedure the lasso nav variable eco catheter was not displayed correctly on the carto 3 system. The catheter was exchanged and the issue resolved. Caller is requesting a replacement catheter. No patient consequence was reported. The reported complaint was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012, bwi failure analysis lab noted electrode ring #7 was damaged on the proximal side. Aside from that, a gap on the anchor hole for coil and puller wire was noted between the pu seal and lumen material with brown residues inside it. This catheter condition was not reported during the initial complaint. The returned catheter condition is indicative of a reportable event marking (B)(4) 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal afib procedure the lasso nav variable eco catheter was not displayed correctly on the carto 3 system. The catheter was exchanged and the issue resolved. No patient consequence was reported. The reported complaint was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012 bwi failure analysis lab noted electrode ring #7 was damaged on the proximal side. Aside from that, a gap on the anchor hole for coil and puller wire was noted between the pu seal and lumen material with brown residues inside it. This catheter condition was not reported during the initial complaint. The returned catheter condition is indicative of a reportable event marking (B)(6) 2012, as the alert date for this report. Upon receipt, the catheter was visually inspected and it was found that the anchor hole for coil and puller wire had a gap between pu seal and lumen material with brown residues inside it. Furthermore, ring #7 had the proximal side damaged and lifted up leaving a gap. All these conditions were not originally reported on the complaint. It was unknown how the ring and the anchor hole were damaged. An internal corrective action has been created to investigate the damaged ring. For the anchor hole issue, further analysis was carried out using a sem (scanning electron microscope) in order to verify any anomalies over the surface. No anomalies were noted. The returned catheter was tested for eeprom, carto, 4 khz and calibration functionality. The catheter passed these tests. Catheter was properly visualized on the carto 3 system. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint could not be confirmed. For the damage ring, as previously stated, an internal corrective action has been created. For the anchor hole issue, it was an isolated case and no significant trends have been identified at this time; therefore no CAPA activity was required.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that product analysis investigation is completed. (B)(4).